Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material in the jet tube due to insufficient cleaning, additional findings were as follows: air/water cylinder had no color; suction cylinder had no color; due to wear of angle wire, bending angle in down direction did not meet the standard value; adhesive around light guide lens had white-clouded area; adhesive on bending section cover had a crack; and universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. This report is being supplemented to provide additional information based on device evaluation: d9, g3, h2, h3, h4, h6 (type of investigation), and h10.

Manufacturer narrative:
H10: it was unknown if the reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign adhering to the auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had an air/water aspiration problem. There was no patient harm associated with the event. The device was evaluated, and it was found that there was foreign material attached to the scope. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.